Event description:
It was reported from an epilepsy nurse in (B)(6) to our country rep that they had a vns pt die and their vns was not suspected to be a contributing factor neither was their epilepsy. An autopsy was performed with toxicology testing. It was determined that the official cause of death was sudden unexplained death in epilepsy. The pt's explanted vns products were returned for product analysis. Device function was confirmed. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical eval showed that the pulse generator performed according to functional specifications. Lead product analysis noted that a large assembly (body) including the electrodes were not returned for analysis; therefore a complete eval could not be performed on the entire lead product. The condition of the returned lead portion was consistent with conditions that typically exist following an autopsy procedure. No obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified.